Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover component (model number maj-2315) of their evis lucera elite colonovideoscope device (model number tjf-q190v) fell off into the patient. The distal cover was retrieved as a foreign body retrieval via esophagogastroduodenoscopy (egd). Neither the condition of the patient nor the therapeutic outcome of the procedure were impacted by the failure, and the procedure was completed with the same device. The customer reported that, as they believed the device to be working properly, it would not be returned for evaluation. There were no reports of patient or user harm associated with this event. This report (patient identifier (B)(6) captures model number tjf-q190v. For the report capturing model number maj-2315, please see patient identifier (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported event is likely due to the cover being easy to come off the scope due to insufficient attachment to the scope. However, the root cause of the reported event is unable to be determined any further, as neither the scope nor the cover was sent to olympus and these conditions were not confirmed. The event can be detectable and preventable by following the instructions for use (IFU) which state: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct previously reported information.